Event description:
Staff utilizing blood infusion tubing set have experienced blood product leaking from the second unused clamped port on the set. Three reports total on different patients with different blood infusion volumes, different pumps, and different access.